Manufacturer narrative:
It was reported that "the head section section of the bed is having an issue raising. Anytime the customer wants to raise the head section they have to unplug the bed, wait a few minutes, then plug it back in. There is no visible damage to the bed and no unusual noise coming from the bed." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that "the head section section of the bed is having an issue raising. Anytime the customer wants to raise the head section they have to unplug the bed, wait a few minutes, then plug it back in. There is no visible damage to the bed and no unusual noise coming from the bed."